Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that since (B)(6) 2011, the patient obtained several low blood glucose readings ranging from 32 mg/dl to 59 mg/dl. The patient has hypoglycemia unawareness. The patient experienced no symptoms of low blood glucose levels. The patient received treatment with food and juice to address the low blood glucose levels. The patient noted that she took an additional bolus of insulin to cover the carbohydrates taken to treat the hypoglycemia, even though she was not recommended to do so. Troubleshooting revealed all basal/bolus units given matched correctly with the doses programmed. There was no evidence the pump was not delivering insulin correctly and accurately. The patient took bolus insulin doses after she ate carbs to treat her low blood glucose levels. The patient experienced blood glucose levels indicating severe hypoglycemia and received treatment with food, therefore, this complaint is being reported.